Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent audio output and adverse event was reported. The patient was taking a nap and her husband went to check on her and found her unresponsive. It was indicated that the dexcom receiver was displaying urgent low and the alert was missed. The patient¿s husband called 911 at 4:30pm and when the emergency medical technician¿s (emts) arrived, they checked the patient¿s finger stick and the meter was reading 32 mg/dl. They administered the patient with an intravenous (IV) therapy of glucose and the patient regained consciousness at approximately 5:00pm. The emt¿s left at 5:30pm and before they left, they checked the patient¿s finger stick and the meter was reading 200 mg/dl. At the time of contact, the patient was doing good. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.